Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After adjusting the sensor value to 0, the value displayed (moved) 3 to 7 mmhg. The product was implanted to the patient once, but the surgeon suspected the product defect and exchanged to an alternative brand new one. There is no further information provided by the hospital.

Manufacturer narrative:
Updated UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation by the supplier. A review of quality records found that this device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter or connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The device functioned as intended. The supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.